Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information:it was identified as the inner gasket from a trocar.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the patient who had undergone laparoscopic cholecystectomy procedure, fourteen years ago complained about abdominal pains and visited the hospital. An x-ray was taken and a ring-shaped object (dia. 22mm) was found near the liver. On (B)(6), 2011, the reoperation was performed to retrieve a ring-shaped object. Although a ring had conglutinated with surrounding tissue, a ring was retrieved from the patient. A ring was retrieved but abdominal pains still continued. The suspected complaint product catalog number was not identified at the moment. There were no adverse consequences for the patient.